Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection/loose connection was reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this event. The cause of the disconnection/loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during set up of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was reported that the heater bag became disconnected due to a loose connection between the heater line of the homechoice cassette and the heater bag. Renal therapy services (rts) assisted in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.